Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer providing reprocessing steps and the legal manufacturer's final investigation. The following deviation was confirmed by reviewing the customers reprocessing steps: the customer does not follow the instructions for use (IFU) due to stress and new people in the washroom. Additionally, the customer provided additional information regarding the sample that was taken: "macro description of the submitted material: whitish material measuring 15 x 10 x 2 mm, none of which appears with certainty to be tissue fragments. After tissue preparation overnight (i.e. Common procedure for biopsies etc.): only numerous lint particles are visible, so that most of the material has disappeared during tissue preparation, which also indicates that it was not tissue fragments. Cutting, he staining and microscopy (with help of a senior physician) show: on glass minimal fragments with character of lint dominated by uncharacterizable material, possible debris or luminal non-neoplastic material from the intestinal lumen. No obvious biological structures. In addition to the above, few exposed strips of benign ciliated epithelium without atypia are seen. The material contains nothing that gives the impression of malignancy.¿ a review of the device history record found no deviations that could have caused or contributed to the reported issues. Based on the results of the investigation, it¿s likely the procedure was prolonged for about 5 minutes because the white/pink foreign material was clogged in the biopsy channel/biopsy port due to suctioning the material during the procedure which led to difficulty of forceps passing through. Further investigation reveals, it¿s likely the subject device was not reprocessed according to the device instructions for use (IFU). The procedure delay of 5 minutes did not have an effect on the outcome of the procedure or the health of the patient, as there was no adverse patient impact. A final root cause of the foreign material clogged in the device was unable to be determined. Additionally, the customer confirmed the presence of 1- 9 colonies of e.kolo as a result of culture testing. Based on the results of the investigation, a root cause of this event could not be determined. However, it is likely that the subject device was not reprocessed according to the device instructions for use (IFU). The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Event description:
Additional information was received regarding the customers reprocessing steps. The customer completes a visual inspection of the scope; however this did not show the channels are filled. Additionally, it was reported that the instructions for use (IFU) were not followed due to stress and new people in the washroom. Olympus representatives will be reviewing the reprocessing steps with the customer.

Event description:
The customer reported to olympus, during a sigmoidoscopy procedure, the evis exera iii colonovideoscope had the biopsy channel blocked with a white mass. There was a 5 minute delay. The scope tested positive for 1-9 colony forming units (cfus) of e. Coli. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the distal end cover had a sharp edge, the bending section rubber was porous, the bending tube was deformed, the control unit plate was dented, the paint was peeling off the air/water nut, the paint was peeling off the suction cylinder nut, switch 1 was collapsed, the plug unit housing was damaged, the right/left and up/down knobs had play, and the right/left and up/down knob angulation was out of specification. Scratches were found on the charged coupled device cover lens, the connecting tube pocket pouch, the grip unit, and the stiffness control ring. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.